Manufacturer narrative:
Concomitant products: product ID 8840, product type programmer, physician; product ID 8835, product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient was seen due to bruising around the pump and issues with the personal therapy manager (ptm). It was stated that the ptm was 'messing up' and was 'not working right.' The error code either 0813 or 0318 was reported to be displaying on the ptm. This code would occur 'every now and then' and then the patient couldn't 'have it for 24 hours.' A review of the logs and technical report revealed this patient had been programmed to receive a maximum of five boluses with a dose restriction interval (dri) of one every two hours. The patient had 69 successful activations and 110 lockouts. However, on (B)(6), the patient received six boluses rather than the maximum activation of five. It was also noted that there was a bolus denied with a star next, though the meaning of this was unclear. Troubleshooting was performed with the ptm and the patient was to contact support when and if the code reappeared. This device system was used to deliver fentanyl. Additional information had been requested and it was further reported that the patient had been seen in the office on (B)(6), 2013. At that time, the patient had no complaints and the pump site was within normal limits.